Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The orbital atherectomy device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported a diamondback 360 precision coronary orbital atherectomy device (oad) was being used to treat the right lateral plantar artery. There was no difficulty wiring or delivering devices. Following one treatment with the oad, the oad crown came in contact with the distal tip of the primary-wired viperwire advance coronary guide wire with flex tip fracturing it and the oad stalled. The procedure was immediately stopped. Angiographic images showed the whole flexible tip detached. No crown jumping or wire bias were observed. The fragment was abandoned. The patient was stable and had no additional complications. The physician has no concerns about potential long-term risk outcomes.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the information received, the investigation determined that the reported device damaged by another device material separation and foreign body in patient appears to be related to user error. In this case, it is likely that the device damaged by another device material separation and foreign body in patient is due to use techniques employed and use of the guide wire in the incorrect anatomy; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: a3a, b5, g3, g6, h2, h6. Corrections: a2, d4: catalog #, h6 (code 4438 updated to 2687). H6: 4438, 4118, 3233, and 11 no longer apply. H10: the orbital atherectomy device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the right foot with amputated toes and open wounds were being treated. The physician wanted to open the lateral plantar artery to increase flow. There was no difficulty wiring or delivering devices. Following one treatment with diamondback 360 precision coronary orbital atherectomy device (oad), the oad crown came in contact with the distal tip of the primary-wired viperwire advance coronary guide wire with flex tip fracturing it and the oad stalled. The procedure was immediately stopped. Angiographic images showed the whole flexible tip detached. No wire bias was observed. The fragment was abandoned in the lateral plantar artery. The patient was stable and had no additional complications. The physician has no concerns about potential long-term risk outcomes. Additional information was received on 30may2025 indicating the physician intentionally used coronary oad and coronary viperwire for a peripheral case and the oad crown jumped and came in contact with viperwire causing fracture.